Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of a damaged drain bag used for dialysis procedure and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced a damaged drain bag used for dialysis. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose and once every seven days, ip), amikacin (10mg, bid, ip), fortum (1gm, daily, ip) and heparin (1000 units, five times a day, ip). Dianeal therapy was ongoing. It was unknown if the peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy. A causality statement was not reported for a damaged drain bag was used for dialysis.